Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient had a seizure after the trial procedure on (B)(6) 2016. The patient had a pre-existing seizure disorder and the hcp thought the patient didn¿t take their anticonvulsant medication. The patient was being discharged today and the hcp was trying to get the patient back into see their managing hcp today to review the trial process since the patient forgot the information from yesterday due to the seizure. The patient didn¿t remember what they needed to do with their trial system. The patient had the urge to pee now with the trial system, which they hadn¿t had beforethe system was placed. The patient¿s indication for use was incontinence. No diagnostics or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.